Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows the clinician holding the packaging of the drainage catheter, where the product label details was mentioned and verified with tw details. A partial view of the drainage catheter was noted and physician holding the broken thread. The investigation is confirmed for the reported thread break and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound-guided hydrothorax percutaneous drainage procedure using a navarre opti drain catheter. Prior to the procedure, the locking device wire was found to have pulled off, indicating a failure of the locking wire component. The procedure was completed using another device. There was no patient contact.